Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2318700 model: sc-2318-70 serial: (B)(6) batch: 5001651/5002609.

Event description:
It was reported that the patient was experiencing inadequate pain relief and stimulation on non-targeted areas due to lead migration. The patient underwent a spinal cord stimulation (scs) explant procedure and was doing well postoperatively. The explanted device components were discarded by the facility.